Event description:
A 6f bipolar pacing catheter was selected for use. During an external pacemaker procedure, while maneuvering the pacel through the introducer and into place in the patient's heart, a small perforation occurred. The patient performed a successful pericardiocentesis and the patient was stabilized. The patient was discharged from the hospital, with no need for an extended stay. The physician stated that this event was not due to the pacel device malfunctioning.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacal bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacal bipolar pacing catheter. These include arrythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.